Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 23 events were reported for this quarter. Product return status: 18 devices were received. 5 device investigation types have not yet been determined. Event confirmation status: 18 reported events were confirmed. Evaluation results: 18 devices were found to be affected by broken off and/or missing components. 23 devices were not labeled for single-use. 23 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device had a component detach. 17 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 23 previously reported events are included in this follow-up record. Product return status 23 devices were received. Event confirmation status 23 reported events were confirmed. Evaluation results 19 devices were found to be affected by broken off and/or missing components. 4 devices were found to be affected by a broken dowel pin.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device had a component detach. 16 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.